Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line during their pd treatment. The patient reported receiving a notice draining slowly alarm during the drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak was from the patient line disconnecting from the stay safe. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient was also advised that the cycler can be used and could be reset up for treatment. Upon follow up, the pdrn stated that there was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line during their pd treatment. The patient reported receiving a notice draining slowly alarm during the drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak was from the patient line disconnecting from the stay safe. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient was also advised that the cycler can be used and could be reset up for treatment. Upon follow up, the pdrn stated that there was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.